Event description:
It was reported that during a lap cholecystectomy procedure, when fired, the clips would fall out. They were not holding. Not sure if clips fell into abdominal cavity or if they were retrieved. No patient consequence.